Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. (B)(4). Manufacturer reference: (B)(4).

Event description:
Information was received that a remake of the appliance was requested as it broke after 1 week of use. The metal anchor popped through the tray. No patient harm or injury was reported. No additional information has been provided.

Manufacturer narrative:
DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description refer to hhe 2024-001 for the root cause.